Event description:
Consumer reports receiving burns, blisters and loss of skin from wearing patch on back for (seven) 7 to (eight) 8 hours. Saw doctor. Burn being treated with ice and burn ointment.

Manufacturer narrative:
Awaiting product return from customer. Unable to run complaint history check since lot number is unknown.